Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had elevated lactose dehydrogenase (ldh). Their log files were sent to abbott technical services to be reviewed. Upon interrogation, power and flow elevations were found with two events where the power rose to 10 watts on (B)(6) 2022. There was also a no external power event on (B)(6) 2022. It was suspected that the elevated power and ldh was due to small clot ingestion. The patient was asymptomatic and was treated with intravenous (IV) heparin and fluids. The patient was planned for discharge once the patient's inr returned to the therapeutic range.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate ii (hmii) left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh), elevated pump powers, and suspected thrombus could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. Both power cables were simultaneously unplugged on (B)(6) 2022, causing a loss of external power. Pump operation was not affected. Several transient elevations in power were recorded on (B)(6) 2022. Some of the pump power elevations were associated with pulsatility index (pi) events. Pump power and flow returned to baseline values afterward. No other notable events or alarms were recorded. The pump appeared to be operating as intended at the set speed. The account reported that the patient had elevated ldh. The account suspected that a small clot had been ingested, resulting in the elevated pump power and elevated ldh; however, a direct correlation between the confirmed elevations in power and reported elevated ldh and suspected thrombus could not be conclusively established through this investigation. The patient was treated with intravenous anticoagulants and fluids. The account reported that the patient would be discharged once their international normalized ratio (inr) was within the therapeutic range. The patient remains ongoing with heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis and hemolysis. Section 6 of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The hmii lvas IFU also contains information regarding pump speed, power, flow, and pi. Section 1 explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.